Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead, implanted: (B)(6) 2008; d314trg ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) occurred due to high impedance and short v-v intervals on the right ventricular (rv) lead. The rv lead was extracted and replaced due to an apparent fracture. No patient complications have been reported as a result of this event.